Event description:
My father, a resident of (B)(6), was being prepped for bed. The ez lift sit-to-stand being used by one cna purportedly malfunctioned. The arms dropped to the lowest level, causing my father to fall to his knees. He was subsequently found to have two broken femurs and also had a stent disturbed that caused blood flow loss to one of his legs. He had to return to surgery to try to repair that and restore a pulse. He did not regain consciousness and died at the facility, (B)(6) on (B)(6) 2017. Picture of lift taken (B)(6) 2017 near director of nursing's office. I was informed that it needed to be inspected, that there must be a short.